Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: pfs received- new events pelvic pain, migration of essure device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and abdominal pain were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ freely located within the peritoneum/ migration of essure device location of device: on my colon/peritoneum/ third one migrated and attached to my colon'), fallopian tube perforation ('perforation (fallopian tube), right fallopian tube with essure coil protruding from the proximal end adjacent to cornua'), device breakage ('device breakage') and pelvic pain ('pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple coils insertion" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included hypothyroidism, bipolar ii disorder, blood pressure high, uterine bleeding, pelvic pain, paratubal cyst, pelvic adhesions and c-section. Concomitant products included gabapentin, hydroxyzine hydrochloride (hydroxizine), lorazepam (lorazepan), lurasidone and vilazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/hurts to have sex"), vaginal infection ("vaginal infection"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("upper and lower back pain") and myalgia ("biceps pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced premenstrual dysphoric disorder ("pmdd/ premenstrual dysphoric disorder"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced rash ("rashes/broke out in full belly rash") and skin discolouration ("skin color"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("almost a year since removal but still gets cramps"), abdominal distension ("she looks like 7 month pregnant/ sweeling/bloating"), allergy to metals ("she can only wear gold or silver, because other metal makes her ear infected"), rash erythematous ("red rash"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("uterine bleeding / blood loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adenomyosis ("adenomyosis"), drug hypersensitivity ("allergy to medication"), depression ("depression"), anxiety ("anxiety"), hot flush ("hot flashes"), neck pain ("neck pain"), hypertension ("blood pressure extremely high"), diarrhoea ("horrible diarrhea"), insomnia ("insomnia"), hypothyroidism ("hypothyroid"), dyspnoea ("struggle to breath"), panic attack ("panic attacks"), eating disorder ("eating disorder"), amnesia ("short term memory loss"), asthenia ("no energy"), vision blurred ("blurry vision"), incision site vesicles ("having two nasty blisters near one of her incision"), dry mouth ("dry mouth"), night sweats ("night sweats"), loss of libido ("no sex drive"), blister ("blisters"), constipation ("constipated for 6 days/ hard time pooping"), procedural pain ("I am home and in lots of pain") and generalised anxiety disorder ("generalized anxiety disorder (gad)") and was found to have blood glucose increased ("high blood sugar level") and hormone level abnormal ("hormones are out of whack"). The patient was treated with atenolol, calcium;commiphora wightii;garcinia spp.;phosphatidyl choline;phosphorus;potassium;sodium;tyrosine (thyroid t3), lamotrigine, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, abdominal pain lower, abdominal distension, allergy to metals, rash, rash erythematous, uterine haemorrhage, vaginal infection, adenomyosis, drug hypersensitivity, premenstrual dysphoric disorder, cystitis, urinary tract infection, skin discolouration, fatigue, weight increased, alopecia, neck pain, hypertension, diarrhoea, insomnia, hypothyroidism, blood glucose increased, dyspnoea, panic attack, eating disorder, amnesia, asthenia, vision blurred, incision site vesicles, dry mouth, blister, constipation, procedural pain, generalised anxiety disorder and hormone level abnormal outcome was unknown, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, back pain, myalgia, hot flush, night sweats and loss of libido had resolved and the abdominal pain, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, blister, blood glucose increased, constipation, cystitis, depression, device breakage, device dislocation, diarrhoea, drug hypersensitivity, dry mouth, dyspareunia, dyspnoea, eating disorder, fallopian tube perforation, fatigue, generalised anxiety disorder, hormone level abnormal, hot flush, hypertension, hypothyroidism, incision site vesicles, insomnia, loss of libido, menorrhagia, myalgia, neck pain, night sweats, panic attack, pelvic pain, premenstrual dysphoric disorder, procedural pain, rash, rash erythematous, skin discolouration, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 , (B)(6) 2009. There is a third a essure device in the peritoneal cavity likely in the cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: third coil on the outside of uterus and coil sitting in between uterus and colon. Hysterosalpingogram - on (B)(6) 2009: malposition of essure device. Post essure placement with the right closure wise most likely within the peritoneum, although free flow of contrast is not toted. Result: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device; on (B)(6) 2009: malposition of essure device findings: since the prior study there has been interval placement of additional essure tubal occlusion device on the right. Two previously demonstrated essure tubal occlusion devices are again demonstrated in nearly similar position, one of these has a horizontal orientation projecting below the uterine cavity and isthmus regions and possibly intraperitoneal. The tubal essure devices was to the right aspect of the opacified uterine cavity. The medial aspect of the device approaches the opacified uterine cavity in the isthmus region. No free spillage of contrast was noted into the peritoneum. There was some venous uptake of contrast at the end for the procedure. Lot number: 627439, manufacturing date: 2008-06, expiration date: 2010-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage,vaginal haemorrhage, device dislocation, abdominal/pelvic pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: loss of libido, blisters, constipation, drug hypersensitivity, libido increased, device use issues. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ freely located within the peritoneum/ migration of essure device location of device: on my colon/peritoneum/ third one migrated and attached to my colon'), fallopian tube perforation ('perforation (fallopian tube), right fallopian tube with essure coil protruding from the proximal end adjacent to cornua'), device breakage ('device breakage'), embedded device ('a third coil within the myometrium (muscle) of the uterus towards the top and back of the uterus.') And pelvic pain ('pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple coils insertion" and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included hypothyroidism, bipolar ii disorder, blood pressure high, uterine bleeding, pelvic pain, paratubal cyst, pelvic adhesions, c-section, gravida ii, parity 2, weight gain, erythema, foggy feeling in head, adenomyosis, dizzy, headache, irritable bowel syndrome, yeast infection, vulvovaginal candida, vaginal discharge and vulval itching. Concomitant products included gabapentin, hydroxyzine hydrochloride (hydroxizine), ibuprofen, lorazepam (lorazepan), lurasidone and vilazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/hurts to have sex"), vulvovaginal mycotic infection ("vaginal infection/yeast infection"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("upper and lower back pain") and myalgia ("biceps pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced premenstrual dysphoric disorder ("pmdd/ premenstrual dysphoric disorder"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced rash ("rashes/broke out in full belly rash") and skin discolouration ("skin color"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("almost a year since removal but still gets cramps"), abdominal distension ("she looks like 7 month pregnant/ sweeling/bloating"), allergy to metals ("she can only wear gold or silver, because other metal makes her ear infected"), rash erythematous ("red rash"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("uterine bleeding / blood loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adenomyosis ("adenomyosis"), drug hypersensitivity ("allergy to medication"), depression ("depression"), anxiety ("anxiety"), hot flush ("hot flashes"), neck pain ("neck pain"), hypertension ("blood pressure extremely high"), diarrhoea ("horrible diarrhea"), insomnia ("insomnia"), hypothyroidism ("hypothyroid"), dyspnoea ("struggle to breath"), panic attack ("panic attacks"), eating disorder ("eating disorder"), amnesia ("short term memory loss"), asthenia ("no energy"), vision blurred ("blurry vision"), incision site vesicles ("having two nasty blisters near one of her incision"), dry mouth ("dry mouth"), night sweats ("night sweats"), loss of libido ("no sex drive"), blister ("blisters"), constipation ("constipated for 6 days/ hard time pooping"), procedural pain ("I am home and in lots of pain"), generalised anxiety disorder ("generalized anxiety disorder (gad)"), acne ("acne"), vaginal odour ("yeasty odor") and bacterial vaginosis ("bacterial vaginosis ") and was found to have blood glucose increased ("high blood sugar level") and hormone level abnormal ("hormones are out of whack"). The patient was treated with atenolol, calcium;commiphora wightii;garcinia spp.;phosphatidyl choline;phosphorus;potassium;sodium;tyrosine (thyroid t3), lamotrigine, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, embedded device, abdominal pain lower, abdominal distension, allergy to metals, rash, rash erythematous, uterine haemorrhage, vulvovaginal mycotic infection, adenomyosis, drug hypersensitivity, premenstrual dysphoric disorder, cystitis, urinary tract infection, skin discolouration, fatigue, weight increased, alopecia, neck pain, hypertension, diarrhoea, insomnia, hypothyroidism, blood glucose increased, dyspnoea, panic attack, eating disorder, amnesia, asthenia, vision blurred, incision site vesicles, dry mouth, blister, constipation, procedural pain, generalised anxiety disorder, hormone level abnormal, acne, vaginal odour and bacterial vaginosis outcome was unknown, the pelvic pain, heavy menstrual bleeding, dyspareunia, vaginal haemorrhage, back pain, myalgia, hot flush, night sweats and loss of libido had resolved and the abdominal pain, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bacterial vaginosis, blister, blood glucose increased, constipation, cystitis, depression, device breakage, device dislocation, diarrhoea, drug hypersensitivity, dry mouth, dyspareunia, dyspnoea, eating disorder, embedded device, fallopian tube perforation, fatigue, generalised anxiety disorder, heavy menstrual bleeding, hormone level abnormal, hot flush, hypertension, hypothyroidism, incision site vesicles, insomnia, loss of libido, myalgia, neck pain, night sweats, panic attack, pelvic pain, premenstrual dysphoric disorder, procedural pain, rash, rash erythematous, skin discolouration, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal odour, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 , (B)(6) 2009. There is a third a essure device in the peritoneal cavity likely in the cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: third coil on the outside of uterus and coil sitting in between uterus and colon. Hysterosalpingogram - on (B)(6) 2009: malposition of essure device. Post essure placement with the right closure wise most likely within the peritoneum, although free flow of contrast is not toted. Result: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device; on (B)(6) 2009: malposition of essure device findings: since the prior study there has been interval placement of additional essure tubal occlusion device on the right. Two previously demonstrated essure tubal occlusion devices are again demonstrated in nearly similar position, one of these has a horizontal orientation projecting below the uterine cavity and isthmus regions and possibly intraperitoneal. The tubal essure devices was to the right aspect of the opacified uterine cavity. The medial aspect of the device approaches the opacified uterine cavity in the isthmus region. No free spillage of contrast was noted into the peritoneum. There was some venous uptake of contrast at the end for the procedure. Lot number: 627439 manufacturing date: 2008-06 expiration date: 2010-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage,vaginal haemorrhage, device dislocation, abdominal/pelvic pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: loss of libido, blisters, constipation, drug hypersensitivity, libido increased, device use issues. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: mr plus social media received- new events embedded device, acne, cottage cheese discharge, yeasty odor, bacterial vaginosis were added. Event vaginal infection updated to vaginal yeast infection. New reporter, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/freely located within the peritonium') and pelvic pain ('pelvic pain/lower pelvic pain') in a female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain") and uterine haemorrhage ("uterine bleeding / blood loss"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, abdominal pain and uterine haemorrhage outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: malposition of essure device. Post essure placement with the right closure wise most likely within the peritoneum, although free flow of contrast is not toted; on (B)(6)2009: malposition of essure device. Lot number: 627439. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: pfs and mr received. Event uterine bleeding was added. Reporter information, lot number, lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ freely located within the peritoneum/ migration of essure device location of device: on my colon/peritoneum/ third one migrated and attached to my colon'), fallopian tube perforation ('perforation (fallopian tube), right fallopian tube with essure coil protruding from the proximal end adjacent to cornua'), device breakage ('device breakage') and pelvic pain ('pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device use issue "multiple coils insertion". The patient's medical history included hypothyroidism, bipolar ii disorder, blood pressure high, uterine bleeding, pelvic pain, paratubal cyst, pelvic adhesions and c-section. Concomitant products included gabapentin, hydroxyzine hydrochloride (hydroxizine), lorazepam (lorazepan), lurasidone and vilazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/hurts to have sex"), vaginal infection ("vaginal infection"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("upper and lower back pain") and myalgia ("biceps pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced premenstrual dysphoric disorder ("pmdd/ premenstrual dysphoric disorder"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced rash ("rashes/broke out in full belly rash") and skin discolouration ("skin color"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("almost a year since removal but still gets cramps"), abdominal distension ("she looks like 7 month pregnant/ sweeling/bloating"), allergy to metals ("she can only wear gold or silver, because other metal makes her ear infected"), rash erythematous ("red rash"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("uterine bleeding / blood loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adenomyosis ("adenomyosis"), drug hypersensitivity ("allergy to medication"), depression ("depression"), anxiety ("anxiety"), hot flush ("hot flashes"), neck pain ("neck pain"), hypertension ("blood pressure extremely high"), diarrhoea ("horrible diarrhea"), insomnia ("insomnia"), hypothyroidism ("hypothyroid"), dyspnoea ("struggle to breath"), panic attack ("panic attacks"), eating disorder ("eating disorder"), amnesia ("short term memory loss"), asthenia ("no energy"), vision blurred ("blurry vision"), incision site vesicles ("having two nasty blisters near one of her incision"), dry mouth ("dry mouth"), night sweats ("night sweats"), loss of libido ("no sex drive"), blister ("blisters"), constipation ("constipated for 6 days/ hard time pooping"), procedural pain ("I am home and in lots of pain") and generalised anxiety disorder ("generalized anxiety disorder (gad)") and was found to have blood glucose increased ("high blood sugar level") and hormone level abnormal ("hormones are out of whack"). The patient was treated with atenolol, calcium;commiphora wightii;garcinia spp.;phosphatidyl choline;phosphorus;potassium;sodium;tyrosine (thyroid t3), lamotrigine, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, abdominal pain lower, abdominal distension, allergy to metals, rash, rash erythematous, uterine haemorrhage, vaginal infection, adenomyosis, drug hypersensitivity, premenstrual dysphoric disorder, cystitis, urinary tract infection, skin discolouration, fatigue, weight increased, alopecia, neck pain, hypertension, diarrhoea, insomnia, hypothyroidism, blood glucose increased, dyspnoea, panic attack, eating disorder, amnesia, asthenia, vision blurred, incision site vesicles, dry mouth, blister, constipation, procedural pain, generalised anxiety disorder and hormone level abnormal outcome was unknown, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, back pain, myalgia, hot flush, night sweats and loss of libido had resolved and the abdominal pain, depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, blister, blood glucose increased, constipation, cystitis, depression, device breakage, device dislocation, diarrhoea, drug hypersensitivity, dry mouth, dyspareunia, dyspnoea, eating disorder, fallopian tube perforation, fatigue, generalised anxiety disorder, hormone level abnormal, hot flush, hypertension, hypothyroidism, incision site vesicles, insomnia, loss of libido, menorrhagia, myalgia, neck pain, night sweats, panic attack, pelvic pain, premenstrual dysphoric disorder, procedural pain, rash, rash erythematous, skin discolouration, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 , (B)(6) 2009. There is a third a essure device in the peritoneal cavity likely in the cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: third coil on the outside of uterus and coil sitting in between uterus and colon. Hysterosalpingogram - on (B)(6) 2009: malposition of essure device. Post essure placement with the right closure wise most likely within the peritoneum, although free flow of contrast is not toted. Result: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device; on (B)(6) 2009: malposition of essure device findings: since the prior study there has been interval placement of additional essure tubal occlusion device on the right. Two previously demonstrated essure tubal occlusion devices are again demonstrated in nearly similar position, one of these has a horizontal orientation projecting below the uterine cavity and isthmus regions and possibly intraperitoneal. The tubal essure devices was to the right aspect of the opacified uterine cavity. The medial aspect of the device approaches the opacified uterine cavity in the isthmus region. No free spillage of contrast was noted into the peritoneum. There was some venous uptake of contrast at the end for the procedure. Lot number: 627439, manufacturing date: 2008-06, expiration date: 2010-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage,vaginal haemorrhage, device dislocation, abdominal/pelvic pain concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: loss of libido, blisters, constipation, drug hypersensitivity, libido increased, device use issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: social media received. Concomitant drug, event added: "no sex drive" , "blisters" , "constipated for 6 days" , "allergy to medication", "multiple coils insertion" post operative pain , red rash, gad, hormones are out of whack. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/freely located within the peritonium') and pelvic pain ('pelvic pain/lower pelvic pain') in a female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vagina"), menorrhagia ("abnormal bleeding menorrhagia"), abdominal pain ("abdominal pain") and uterine haemorrhage ("uterine bleeding / blood loss"). The patient was treated with surgery (hysterectomy (partial), salpingectomybilateral removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain and uterine haemorrhage outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: malposition of essure device. Post essure placement with the right closure wise most likely within the peritoneum, although free flow of contrast is not toted; on (B)(6) 2009: malposition of essure device. Lot number: 627439, manufacturing date: 2008-06 , & expiration date: 2010-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/freely located within the peritonium/migration of essure device location of device: on my colon/peritonium'), fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage') and pelvic pain ('pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2009. The patient's medical history included hypothyroidism, bipolar disorder and blood pressure high. Concomitant products included hydroxyzine hydrochloride (hydroxizine), lorazepam (lorazepan), lurasidone and vilazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: all"), cystitis ("infection (bladder/ urinary tract/vaginal) type: all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: all") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("biceps pain") and back pain ("upper and lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: pmdd"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced skin discolouration ("rashes or skin conditions type: skin color") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), uterine haemorrhage ("uterine bleeding / blood loss"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with atenolol, calcium;commiphora wightii;garcinia spp.;phosphatidyl choline;phosphorus;potassium;sodium;tyrosine (thyroid t3), lamotrigine, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, abdominal pain, uterine haemorrhage, premenstrual dysphoric disorder, vaginal infection, cystitis, urinary tract infection, skin discolouration, rash, fatigue, weight increased and alopecia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, myalgia and back pain had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, cystitis, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, myalgia, pelvic pain, premenstrual dysphoric disorder, rash, skin discolouration, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 , (B)(6) 2009 there is a third a essure device in the peritoneal cavity likely in the cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: malposition of essure device. Post essure placement with the right closure wise most likely within the peritoneum, although free flow of contrast is not toted result: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device.; on (B)(6) 2009: malposition of essure device findings: since the prior study there has been interval placement of additional essure tubal occlusion device on the right. Two previously demonstrated essure tubal occlusion devices are again demonstrated in nearly similar position, one of these has a horizontal orientation prokecting below the uterine cavity and isthmus regions and possibly intrappentoneal. The tubal essure devices was to the right aspect of the opacified uterine cavity. The medial aspect of the device approaches the opatified uterine cavity in the isthmus the sthmus region. No free spilliage of contrast was noted into the peritoneum. There was some venous uptake of contrast at the end for the procedure. Lot number: 627439 manufacturing date: 2008-06 expiration date: 2010-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage,vaginal haemorrhage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/freely located within the peritonium/migration of essure device location of device: on my colon/peritonium/third one migrated and itself attached to my colon'), fallopian tube perforation ('perforation (fallopian tube), right fallopian tube with essure coil protruding from the proximal end adjacent to cornua/failure to occlude (close) fallopian tube(s)'), device breakage ('device breakage') and pelvic pain ('pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, bipolar disorder, blood pressure high, uterine bleeding, pelvic pain, paratubal cyst, pelvic adhesions and c-section. Concomitant products included hydroxyzine hydrochloride (hydroxizine), lorazepam (lorazepan), lurasidone and vilazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: all"), cystitis ("infection (bladder/ urinary tract/vaginal) type: all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: all") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("biceps pain") and back pain ("upper and lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: pmdd"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced skin discolouration ("rashes or skin conditions type: skin color") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), uterine haemorrhage ("uterine bleeding / blood loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), hot flush ("hot flashesh"), neck pain ("neck back pain"), hypertension ("blood pressure is extremely high"), diarrhoea ("horrible diarrhea"), insomnia ("she is having insomnia"), hypothyroidism ("hypothyroid"), adenomyosis ("adenomyosis"), dyspnoea ("she struggle to breath"), panic attack ("panic attacks"), allergy to metals ("she can only wear gold or silver, because other metal makes her ear infected"), abdominal distension ("she looks like 7 month pregnant/ sweeling/bloating"), eating disorder ("eating disorder"), amnesia ("she have short term memory loss"), asthenia ("sheis sick all the time, no energy"), vision blurred ("blurry vision"), incision site vesicles ("having two nasty blisters near one of her incision"), dry mouth ("dry mouth"), bipolar ii disorder ("bipolar 2"), night sweats ("night sweats") and abdominal pain lower ("almost a year since removal but still gets cramps") and was found to have blood glucose increased ("high blood sugar level"). The patient was treated with atenolol, calcium;commiphora wightii;garcinia spp.;phosphatidyl choline;phosphorus;potassium;sodium;tyrosine (thyroid t3), lamotrigine, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, abdominal pain, uterine haemorrhage, premenstrual dysphoric disorder, vaginal infection, cystitis, urinary tract infection, skin discolouration, rash, fatigue, weight increased, alopecia, neck pain, hypertension, diarrhoea, insomnia, hypothyroidism, blood glucose increased, adenomyosis, dyspnoea, panic attack, allergy to metals, abdominal distension, eating disorder, amnesia, asthenia, vision blurred, incision site vesicles, dry mouth, bipolar ii disorder and abdominal pain lower outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, myalgia, back pain, hot flush and night sweats had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bipolar ii disorder, blood glucose increased, cystitis, depression, device breakage, device dislocation, diarrhoea, dry mouth, dyspareunia, dyspnoea, eating disorder, fallopian tube perforation, fatigue, hot flush, hypertension, hypothyroidism, incision site vesicles, insomnia, menorrhagia, myalgia, neck pain, night sweats, panic attack, pelvic pain, premenstrual dysphoric disorder, rash, skin discolouration, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 , (B)(6) 2009 there is a third a essure device in the peritoneal cavity likely in the cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: -they found the third coil on the outside of my uterus and the coil sitting in between uterus & colon.. Hysterosalpingogram - on (B)(6) 2009: malposition of essure device. Post essure placement with the right closure wise most likely within the peritoneum, although free flow of contrast is not toted result: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device.; on (B)(6) 2009: malposition of essure device findings: since the prior study there has been interval placement of additional essure tubal occlusion device on the right. Two previously demonstrated essure tubal occlusion devices are again demonstrated in nearly similar position, one of these has a horizontal orientation projecting below the uterine cavity and isthmus regions and possibly intraperitoneal. The tubal essure devices was to the right aspect of the opacified uterine cavity. The medial aspect of the device approaches the opatified uterine cavity in the isthmus the sthmus region. No free spilliage of contrast was noted into the peritoneum. There was some venous uptake of contrast at the end for the procedure.. Lot number: 627439 manufacturing date: 2008-06 expiration date: 2010-06 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage,vaginal haemorrhage, device dislocation, abdominal/pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-dec-2020: social media received: events: hot flashes, hypertension, insomnia, neck pain, horrible diarrhea, hypothyroid, high blood sugar, adenomyosis, struggle to breath, panic attacks, metal allergy, bloating, eating disorder, short term memory, blurry vision, blisters, dry mouth, bipolar 2, night sweats, cramps were added. Medical history, lab data were added. Event device ineffective clubbed with fallopian tube perforation. On 18- dec- 2020: pfs received: no new significant information received we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/freely located within the peritonium/migration of essure device location of device: on my colon/peritonium'), fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage') and pelvic pain ('pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. 627439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2009. The patient's medical history included hypothyroidism, bipolar disorder and blood pressure high. Concomitant products included hydroxyzine hydrochloride (hydroxizine), lorazepam (lorazepan), lurasidone and vilazodone. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: all"), cystitis ("infection (bladder/ urinary tract/vaginal) type: all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: all") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("biceps pain") and back pain ("upper and lower back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: pmdd"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced skin discolouration ("rashes or skin conditions type: skin color") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), uterine haemorrhage ("uterine bleeding / blood loss"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with atenolol, calcium;commiphora wightii;garcinia spp.;phosphatidyl choline;phosphorus;potassium;sodium;tyrosine (thyroid t3), lamotrigine, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, abdominal pain, uterine haemorrhage, premenstrual dysphoric disorder, vaginal infection, cystitis, urinary tract infection, skin discolouration, rash, fatigue, weight increased and alopecia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, myalgia and back pain had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, cystitis, depression, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, myalgia, pelvic pain, premenstrual dysphoric disorder, rash, skin discolouration, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 , (B)(6) 2009. There is a third a essure device in the peritoneal cavity likely in the cul-de-sac. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: malposition of essure device. Post essure placement with the right closure wise most likely within the peritoneum, although free flow of contrast is not toted result: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, malposition of essure device.; on (B)(6) 2009: malposition of essure device findings: since the prior study there has been interval placement of additional essure tubal occlusion device on the right. Two previously demonstrated essure tubal occlusion devices are again demonstrated in nearly similar position, one of these has a horizontal orientation protecting below the uterine cavity and isthmus regions and possibly intraperitoneal. The tubal essure devices was to the right aspect of the opacified uterine cavity. The medial aspect of the device approaches the opatified uterine cavity in the isthmus the sthmus region. No free spillage of contrast was noted into the peritoneum. There was some venous uptake of contrast at the end for the procedure.. Lot number: 627439 manufacturing date: 2008-06 expiration date: 2010-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage,vaginal haemorrhage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2020: pfs and mr received. Reporter information, medical history, concomitant drugs, treatment drugs added. Events: device breakage, perforation (fallopian tube), hormonal changes describe: pmdd, infection (bladder/ urinary tract/vaginal) type: all, psychological or psychiatric problems condition: depression anxiety, rashes or skin conditions type: rashes/ skin color, dyspareunia (painful sexual intercourse), failure to occlude (close) fallopian tube(s), fatigue, weight gain, hair loss added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.